Manufacturer narrative:
This file was originally submitted on 04/11/2025 but was not ack3 acknowledged as passed. It is being resubmitted with this statement on advice of the cdrh MDR team at opeq, office of regulatory programs, division of surveillance support.

Event description:
Patient called in to report continuous service error code. Troubleshooting unsuccessful. The unresolvable alert preventing active status indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned monitor failed isl (safety). The reported service error code occurs when power on self test detects an issue with the control signal for the capacitor charger in the monitor or capacitor dump circuit in the monitor. The issue does not appear to be occurring at a rate significant enough to take further action. Will continue to trend for future occurrences.